Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer, who is a healthcare provider reported receiving a sensor scan of 50 mg/dl as compared to an unspecified reading obtained from a competitor meter. Based on the sensor result, the customer self-treated with food, and consequently his blood glucose became high. The customer was incapable of self-treating and his co-worker treated him with unspecified medication. There was no report of death or permanent injury associated with this event.